Event description:
It was reported that, after a right tka surgery in which a genesis ii resurfaced patellar component was implanted, the clinical subject presented post-operative stiffness and pain. A manipulation under anesthesia was performed to resolve the event. The patient has recovered.